Event description:
It was reported that the patient was presented in emergency room after receiving several inappropriate atp and hv therapies due to oversensing of noise. The patient had been implanted with both a pacemaker and ICD. The device was double-counting the paced events from the pacemaker. Programming changes were made. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.